Event description:
It was reported that pacemaker mediated tachycardia (pmt) episodes were observed and upon further review the patient had also received an inappropriate shock due to conducted atrial fibrillation (af). Boston scientific technical services (ts) discussed programming options. Over eight years later the patient received another inappropriate shock due to af with rapid ventricular response in the ventricular tachycardia (vt) zone and the sudden rate duration timed out. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.